Event description:
Hill-rom received a report from the account stating the bed was unable to call the nurse station. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the communication board failing. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the communication board to resolve the issue. Based on this info, no further action is required.